Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from patient who reports that the circumstances that led to these ins charging issues was due to it being slow to charge and it is running out of battery more quickly. They have been having trouble recharging it through their clothes. They report this ins does not work as well as the one that it got replaced with. They have been attempting to charge it for hours with no resolution of the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they couldn't recharge the implanted neurostimulator. It was later clarified the controller was blank, starting a couple days ago now. Patient said they thought the issue was with the controller because the controller finally came up and said to "reduce settings or whatever" (patient did not remember exactly what the screen said), so they had to put the date and time back in. Patient then said they did charge the controller and now the screen was back on but they couldn't get the implant to charge, even after resetting controller. Patient then said charging had given them grief for a period of time now and they wouldn't use the device much because they had an issue getting the implant fully charged, taking forever to charge the implant and keeping the implant charged as the battery would run right back down. Agent tried to clarify event date for that and patient only said it had been a while, but also mentioned this implant had been a pain in the butt since implant and their previous implant worked much better. Patient reset controller during the call and tried to unlock, but saw no device found. Patient plugged in recharger and after hitting recharge, was able to connect and start charging the implant (controller 100%, implant red). The troubleshooting steps that were taken on the call resolved the issue. Agent reviewed equipment was working during the call, reviewed blank screen troubleshooting and reviewed to monitor charging and call back if issue continues.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back repeating information from previous call. Patient reported that the battery pack does not hold a charge and drains quicker than usual. Patient stated that they are not sure if they need a new battery pack or if it is the controller; patient added that their first implant was better than their current implant. Agent sent a request to repair to replace the battery pack.

Event description:
Additional information was received, the reason for call was patient reported that they received a letter for additional information or actions taken to resolve the implanted neurostimulator charging depletion quicker. Patient reported the question said; if you have additional information or actions or intervention being taken to resolve the implant neurostimulator charging depleting quicker issues please reply to this letter. Patient noted it did not work as good as the first one. Patient stated that their back was in a terrible mess and they couldn't get an MRI because the wire was not MRI compatible. Patient mentioned that they were having a very bad time in their back and that's why they were considering getting the implant removed. Patient mentioned that they plan on trying the stimulator still but are considering removal due to not being able to have MRI's.

Manufacturer narrative:
Continuation of d10: product ID: 97745nt, serial# (B)(6). Product ID: m995402a001, serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.